Event description:
During surgery the screws were not fixating. This is 3 of 3 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual investigation noted it looked like the 3d heads had never been clicked on. It was noted that the pink conical elements were in their correct positions, which should have ensured a proper clicking. This indicates the user may have not have followed the operating procedure. The manufacturing documents where reviewed and no discrepancies to the specification where found. No product fault could be detected. This complaint has been determined to be indeterminate. (B)(6).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the device history record reports the complaint to be indeterminate, the manufacturing documents were reviewed and no complaint related issues were found.